Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the syringe was removed after blood sample collection, but the septum was damaged and remained open and leaking fluid. No additional consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The stopcock was tested with a syringe and it did not affect the lock engagement. Since the sample could engage tightly between the stopcock luer and syringe lock, septum inside luer can be able to retract to its home position. In the presence of saline, no leak was observed. The complaint was not confirmed. The most probable cause of the reported incident is user error. A review of the device history and complaint database could not be performed since the lot number was not provided.